Event description:
It was reported that a symptomatic patient reported to the clinic after receiving multiple shocks. Review of session records revealed that the therapy was inappropriate as the patient was having svt episodes above the vf cut off rate. The physician performed a his ablation on the patient. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.